Event description:
It was reported that the patient experienced major bleeding in the upper and lower gastrointestinal tract on (B)(6) 2025. The patient received a blood transfusion of red blood cell concentrate on (B)(6) 2025, and they received 4 units or more, less than 8 units in 24 hours. Lab values and test dates closest to the adverse event date were as follows: prothrombin time (inr):3.2 iu: (B)(6) 2024, activated partial thromboplastin time (aptt):45 seconds: on (B)(6) 2025, platelet count (plt):10.2 ×104/l: on (B)(6) 2025. The patient was on warfarin at the time of the event. It was unknown if this was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: model/catalog numbers corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.